Event description:
It was reported to philips that the system's arc movements were unavailable. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the control module standard ER which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, procedure was completed without any harm to the patient with limited geometry movement. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was an issue with geo (geometry) imaging ui (user interface) module (communication issues with the control module table). The fse replaced the control module geometry as well as performed module software configuration and verification. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.